Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during an implant procedure, the physician noticed on the lead, there was a bend at electrode #0. The lead was not implanted and a new lead was then used without further incident. There were no patient injuries reported. See also manufacturer reports #s 6000153-2011-03007 and 6000153-2011-03008.